Event description:
Initial creatinine result of 12.0 mg/dl. The physician questioned the result as he had rec'd a creatinine result from the same pt using a different method on the same day which was 1.1 mg/dl. The initial sample was repeated using the same method, however on a different analyzer, and recovered 0.98 mg/dl. The initial result was reported, however, the physician questioned the result. The field svc rep was unable to duplicate the issue, however did find an intermittent failure of sv21 to properly apply vacuum to rinse mechanism. The instrument was repaired. The user reports no further occurrences.